Event description:
It was rpeorted that during the breast biopsy, there was blood in the tubing between the canister and the control module. Upon further investigation, it was noticed that the canister was completely full of blood. The pt was given sutures and then transferred to the emergency dept. No additional measures were taken other than administering potassium and fluids. The customer stated that the pt lost in excess of 1200cc's of blood. The pt did not require any units of blood and after receiving fluids, the pt was fine and returned to work. They were able to retrieve tissue samples.